Event description:
It was reported that during ureteroscopy procedure, the fiber snapped in the half and burned a very small hole in the drape. The procedure was completed with another device. There were no patient complications.